Event description:
On (B)(6) 2012, the patient contacted animas and stated that several cartridges have been leaking. There is no reported adverse event associated with this complaint. This complaint is being reported due to the leaking cartridge issue.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.